Event description:
It was reported that the supply line of a cassette disconnected from a solution bag while performing therapy on the homechoice device. The patient was connected to the homechoice at the time of the event. The disconnection occurred while the patient was sleeping. During follow up, there was nothing unusual noted during setup that would have lead to the disconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.